Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
It was reported that patient had primary line running, nurse put up secondary bag of zofran and stopped the pump to reprogram for zofran infusion. Once she wasfinished programming the pump, she looked at the secondary bag, and it was now empty and had run as a bolus into the patient. Pump smells like it burned/overheated. Pump, IV tubing and bags were removed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.